Event description:
It was reported the patient usually decreased the stimulation at night to save battery. In the morning when the patient went to increase the stimulation, the patient programmer displayed the error message "out of regulation" (oor) and the stimulation was turned off. The patient had a "very strong" tremor and "highly" depended on the therapy to treat her symptoms. When the patient did not receive therapy, she had to go to the emergency room (ER). The patient went to her health care provider to have the stimulation turned on again. The device was interrogated, and the results indicated there were high impedances. Impedances were >20,000 ohms on multiple electrode combinations, but the device was not programmed using any of the electrode combinations with high impedances. The patient outcome was listed as "ok." The patient had 2 stimulators implanted, and it is unclear if the information related to the oor message pertains to one or both sti mulators. As a result a report has been filed on both, see MFR report # 3004209178-2012-01050 for the other report. The high impedances only pertained to the device in this manufacturer's report though.